Event description:
In preparation for a banding procedure to ligate esophageal varices, the physician selected a cook endoscopy 4 shooter saeed multi-band ligator. The user reported the blue hook separated from the loading catheter during the loading process when the loading catheter was pulled through the working channel of the endoscope. A section of the device did not detach inside the pt's body. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Several attempts were made in an attempt to collect additional info regarding pt impact. The complainant did not specify if the pt required additional medical procedures due to this event. However, the info able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approximately 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a correction action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Quality assurance will continue to monitor for complaint trends.